Manufacturer narrative:
Further information was requested but not received. UDI not available as product was manufactured on or before 23 sep 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-16150. It was reported that an asymptomatic patient presented with both their right ventricular and right atrial leads exhibiting high capture thresholds and low sensing amplitudes. The high capture thresholds caused the patient's pacemaker to experience battery depletion due to high outputs. The entire pacemaker system was explanted and replaced on (B)(6) 2020. Patient was stable after the procedure.